Event description:
Pt placed on bedside ltv1000. Instead of exhalation valve making normal open/close sound, it was making normal open/close sound, it was making a flutter sound. Also noticed that the turbine would accelerate making high pitched sound the decelerate. Ltv was also reading peep of 6 with zero peep dialed in. Pt placed on chair ltv1000 while bedside circuit was being changed. Ltv1000 did not go inop during this period of time.